Event description:
Many years after having lasik surgery, my cornea is now deforming and unable to correct with contacts or glasses. I have made multiple trips to (B)(6) and been given many different contact/glasses prescriptions before I was finally told that it was lasik ectasia, caused by lasik surgery. (B)(6).